Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (ecgs non-functional) was confirmed. Upon investigation the belt failed incoming functional testing. The cause was isolated to corrosion inside ECG d. The corrosion caused v2, c3, r9, v3, and c4 components to oxidize. The corrosion caused the failure at incoming testing. The root cause of the corrosion was liquid ingress of an unknown contaminant. No adverse event resulted from the damaged electrode belt.

Event description:
A distributor returned electrode belt sn (B)(4) and reported that ECG electrodes were non-functional.